Event description:
A falsely estradiol (e2) result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a higher result was obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed estradiol result. There was no report of adverse health consequences as a result of the falsely depressed estradiol result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed estradiol result is unknown. The siemens healthcare diagnostics technical service center (tsc) representative directed the customer to properly monitor the diluent vial volumes used for estradiol determinations requiring dilutions. The instrument is performing within specifications. No further evaluation of the device is required.